Manufacturer narrative:
Additional information: one 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
During the procedure, a leak was noted upon insertion into the patient. Another catheter was used to complete the procedure with no consequences to the patient.